Event description:
It was reported that the marker band on the sheath of the recovery cone was out of position. Reportedly, the physician pre-dilated the access site to 10f and advanced the sheath in the pt without any difficulties; however, after the sheath was advanced, the marker band could not be seen. Therefore, the physician removed the sheath and identified that the marker band had moved proximally on the sheath. Another device was used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The device has been returned; the eval is currently underway. It should be noted that it was reported that the vessel was dilated to 10f prior to the insertion of the catheter. The instructions for use for this device states: "pre-dilate the accessed vessel with a 12f dilator."